Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the central monitor in the nicu had several displays in use and at the remote display down the hall, alarms were visually shown, but there was no audio present. No patient harm was reported.